Manufacturer narrative:
The report of the known ins replacement was addressed in MDR# 3004209178-2016-21970.

Event description:
Information was received from a consumer regarding a patient who was implanted for spinal pain. It was reported that the patient had to have a few replacements because their device would stop working. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.